Manufacturer narrative:
The reported field event inadequate readings could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an in-clinic follow-up, the device was interrogated and episodes and egm¿s were missing from the device history. The device was explanted and replaced due to an elective replacement indicator (eri). The patient was stable.